Event description:
It was reported that during a pulsed field ablation procedure, the side-port tubing was kinked. Small air bubbles were seen during flushing of the sheath. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012124786 was returned and analyzed. Visual inspection was performed and identified a kink at the side port tube. The tip of the sheath was intact with no anomaly. The steering mechanism and deflection test were performed. No anomaly was discovered. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The lab test dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the valve housing was intact without any issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.063 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.009 psig and in an acceptable range. In conclusion, the reported air ingress was not confirmed through analysis, however the side-port tubing kink was confirmed. The sheath failed the returned product inspection due to a kink to the side port tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.